Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for an unspecified issue. The existing ipp was removed and a new device implanted. No patient complications were reported. Additional information was received indicating the procedure was performed due to cylinder crossover resulting in both cylinders in one corpora. The patient's outcome was good following the procedure. The explanted components were discarded and therefore not expected for return.